Event description:
It was reported that during an appy when they clamped down on the appendix a half second motor sound was made and then did not fire. The room heard the motor sound and even the doctor thought it was weird. It did tear the appendix. According to room it was a very bad time to misfire. They did get another echelon and continued with the case. Case was completed successfully without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2024. D4: batch # 714c10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No abnormal noises were noted during functional testing.  The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 714c10, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: the tear was minimal, and a 2nd stapler was fired without issue. No additional details were shared.